Event description:
A malfunction was reported with malfunction code 9, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer acknowledged and successfully reset it without the issue recurring.